Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre 2 sensor detached less than a day of wear. As a result, the customer was unable to obtain a sensor scan however, a blood glucose reading of 45 mg/dl was obtained on an unspecified device. The customer experienced symptoms described as ¿confused, nauseous, dizzy with clammy skin¿ and was unable to self-treat. The customer¿s daughter gave her an orange, a couple of sugar cubes, and a cookie as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.